Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had an a12 alarm. His blood glucose was unknown at the time of reporting. During troubleshooting, the pump failed testing. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to moisture damage on electronic assembly. Unable to verify a12 alarm due to blank display. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.